Event description:
It was reported that during the customer's daily check of the cs300 intra- aortic balloon pump (iabp), a helium leak was observed. It was noted that the helium tank was found approximately one quarter full and the iabp unit had not been used for patient therapy since may, when the helium tank had been installed. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit and verified that the helium tank was nearly empty. The stm checked the iabp unit for helium leaks per the service manual and noted that after approximately an hour, there was no drop in the system's helium pressure. The stm applied leak detection fluid to the valve of the helium tank and was then able to observe the helium leak. The stm noted that the helium tank is a non-OEM refillable tank from the customer's local gas supply company. The stm removed the faulty tank and replaced it with a new one. Subsequently, the stm performed and completed preventative maintenance (pm) including all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during the customer's daily check of the cs300 intra- aortic balloon pump (iabp), a helium leak was observed. It was noted that the helium tank was found approximately one quarter full and the iabp unit had not been used for patient therapy since may, when the helium tank had been installed. There was no patient involvement, and no adverse event was reported.